Event description:
It was reported that failure to inflate a balloon and balloon rupture occurred. A percutaneous coronary intervention (pci) was performed on a moderately calcified lesion in the heart. A 2.00 mm x 20 mm emerge balloon was advanced to dilate the target lesion and while attempting to inflate the balloon at 13 atmospheres, the balloon would not inflate. It was noted that the issue with the balloon was discovered during the procedure while trying to inflate the balloon, which did not happen. The device was removed normally from the patient and was intact. The balloon device was placed on the table outside the patient and a couple of attempts to inflate the balloon were made, but it would not work. It was noted that there was a hole in the balloon the procedure was completed with another of the same device. No patient complications resulted in relation to this event and the patient was reported to be fully recovered following the procedure.

Manufacturer narrative:
Device evaluated by MFR.: the returned product consisted of an emerge mr balloon catheter. The distal portion of the device was not returned for analysis. The tip, balloon, distal shaft, and port/exit notch was not returned. Returned device was 117.8cm in length. Analysis of the proximal shaft and hypotube included microscopic and visual inspection. Inspection revealed a complete separation in the hypotube/proximal shaft, just proximal of the (missing) port/exit notch, and a kink in the hypotube located 6.2cm distal of the separated end. Inspection of the rest of the device found no other damage or defects. The device could not be tested for inflation, as the distal portion of the device was not returned for analysis. The reported inflation difficulty and balloon rupture could not be confirmed as the distal end (including balloon) was not returned for analysis.

Event description:
It was reported that failure to inflate a balloon and balloon rupture occurred. A percutaneous coronary intervention (pci) was performed on a moderately calcified lesion in the heart. A 2.00 mm x 20 mm emerge balloon was advanced to dilate the target lesion and while attempting to inflate the balloon at 13 atmospheres, the balloon would not inflate. It was noted that the issue with the balloon was discovered during the procedure while trying to inflate the balloon, which did not happen. The device was removed normally from the patient and was intact. The balloon device was placed on the table outside the patient and a couple of attempts to inflate the balloon were made, but it would not work. It was noted that there was hole in the balloon. The procedure was completed with another of the same device. No patient complications resulted in relation to this event and the patient was reported to be fully recovered following the procedure.